Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings. Pump case including battery canister damaged making installing and removing batteries very difficult. Pump powers with returned battery cap, which measures within specifications. Battery compartment threads intact, no damage. Power on reset events associated with the clearing of alarms observed in black box on (B)(6) 2015. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "intermittent power " event was not duplicated during the investigation. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.